Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for unknown screws/unknown lot number. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the patient was having problems following a total hip replacement in both hips, so the surgeon decided to operate on the patient's cervical spine to help him walk again. The patient reported that experience delirium after the anesthetic. It was reported that the patient currently has to walk with a stick. When turning his head, he reports hearing knocking and cracking sounds. It was also reported he must lie in a particular position at night due to pain.

Event description:
Report from synthes europe reports an event in (B)(6) as follows: it was reported that the patient was complaining about pain postoperatively. This is a legal case and he doubt of execution of surgery. This report is 2 of 2 for (B)(4) .